Event description:
The following has been reported: customer reported a tubing set leak b4 the pharmacy/staff notified. Unfortunately, this occurrence involved oxaliplatin, making the situation especially concerning because of the hazardous nature of the medication and the potential exposure risk to both patients and staff. At this point, the repeated tubing failures we have experienced are very concerning. While we will continue to monitor for additional occurrences and look for any patterns. The potential for hazardous drug exposure is a serious safety concern. A preliminary review of the logs identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.